Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a crack and score marks on the finger grips of the minicap. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap broke when it was screwed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.